Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse identified blown f14 fuse in the m cabinet pdu. The fse replaced the fuse and started the system. Upon startup the fse determined that there was no power to control room schedule monitor. The fse confirmed that the monitor was defective. The cause of the monitor failure could not be conclusively determined by the supplier's part analysis however, the replacement of the monitor by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.